Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned for evaluation. Based on the results of the investigation, it¿s likely the b30 error was caused by a communication failure that occurred due to a problem on the scope side without any problem of the subject device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that errors "b30" and "e216" occurred. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to the report of a "b30" error.

Manufacturer narrative:
The user facility provided additional information in follow up communication that it was determined the likely cause of the reported problem was a scope and that the olympus, model clv-190, evis exera iii xenon light source would not be returned to olympus. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.